Manufacturer narrative:
Investigation results: one flexiva 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the fiber tip was unused. The fiber was returned broken into two pieces. The first piece measured approximately 32 cm from the top of the connector to the break. The second piece measured approximately 286 cm from the break which includes the entire distal tip. Therefore, a review and analysis of all available information indicated that the most probable root cause is supplier manufacturing execution error. There is an investigation to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was to be used in a procedure performed on (B)(6) 2018. According to the complainant, during unpacking and outside the patient, the laser fiber was noted to be broken. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 23, 2018 that a flexiva 200 tractip laser fiber was to be used in a procedure performed on (B)(6) 2018. According to the complainant, during unpacking and outside the patient, the laser fiber was noted to be broken. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.